Event description:
The customer's fiance reported that the insulin pump has been experiencing a no delivery and motor error alarm. The fiance was not a hippa verified contact and account information could not be discussed. The customer was advised to discontinue used of the insulin pump and to revert to their back-up plan. The patient does not have a back-up plan and they will be contacting their doctor.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.